Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a lower anterior resection, while performing the anastomosis, the resident fired the device but wasn't able to fully depress the handle. The anastomosis was checked after the device was removed, air leaks were discovered, and staple formation was incomplete and partially formed. The doctor resected the anastomosis and used a second like device to complete the procedure. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). After review of the following information, the file has been changed to a serious injury: on (B)(6) 2017 a (B)(6) female patient with the diagnosis of rectal ca and was undergoing laparascopic low anterior resection possible anterior peritoneal resection with diverting ileostomy. We then reinflated the abdomen and then proceeded to do our stapled eea anastomosis. The stapler was introduced in the rectum and the spike advanced through the rectal stump. We approximated the anvil and the stapler together and closed it to a level where the indicator was midway in the green zone. The stapler was then fired and opened and removed. We retrieved two complete donuts which were sent as a final margin. However, we noted that we were losing pneumoperitoneum and there appeared to be air coming from the rectum. With further inspection of the anastomosis, it appeared that the staple line was completely intact; however, there was a gap and the staples had not completely collapsed. There was a gap all along the staple line between the rectal stump and the distal colon. Recognizing this, we introduced the stapler again. With some difficulty, we were able, however, to get the stapler positioned below the anastomosis where the stapler was fired. We divided the rectal stump again. We opened the midline incision, entered the would protector and then removed the distal bowel with its anastomosis. The anastomosis was resected and saved it for inspection. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? A female resident fired the stapler. Did the healthcare professional receive audible & tactile feedback to confirm transection? From my understanding they did not hear audible feedback to confirm transection. Unknown regarding tactile feedback. Was the cutting washer analyzed and confirmed for a complete transection? Checked washer with the general surgery coordinator and the washer was intact and not cracked/broken as expected. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. What is meant by ¿the staples had not completely collapsed¿? The staples did not form a completed b-formation. Could you provide more information regarding staple formation? The staples did not forma a completed b-formation, the surgeon stated that they looked more like goal posts with only a slight bend at the top. What is the current patient status? Unknown. Device available for return but not received to date.

Manufacturer narrative:
(B)(4). See attached facility medwatch: (B)(4) - attachment: [facility medwatch uf (B)(4).pdf]

Manufacturer narrative:
(B)(4). Batch # p57365. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Photo analysis: picture one shows a washer with some tissue over the right and left side, the washer can be seen not cut, no signs of marks of staples can be appreciated. The second pictures shows some staples formed along of tissue. The third picture shows a piece of tissue with several staples, the staples were noted to have not the proper b-formed shape. This condition may be due to that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Based on the three photos the event describe is confirmed.